Event description:
It was reported that alerts were generated for this system due to delivery of anti-tachycardia pacing (atp) and shock therapy. The therapy was inappropriate and the arrythmia was suspected to be atrial tachycardia or supra ventricular tachycardia (svt). A boston scientific technical services consultant reviewed the data and noted two minutes of inhibition. Additionally, some myopotential was noted on the shock electrogram which could have disrupted the correlation percentage. The consultant discussed increasing the rate cut off to avoid inappropriate therapy in the future. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.